Event description:
The customer contact reported an adverse event while the pump was in use. The pump was programmed to deliver normosol at a rate of 25ml/hr. No further programming parameters were provided. After an unspecified length of time, the nurse noted the peripheral IV had infiltrated. After an unspecified length of time, the pt developed compartment syndrome. It was reported the pt was transferred to another facility for a fasciotomy. Although requested, the customer declined to provide any additional info.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the info known by the rptr upon query by hospira personnel. (B) (4).